Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation with 625cc mentor smooth round moderate profile and experienced breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 4, 2022, the mentor failure analysis lab received the left side device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As per device received, the following fields have been updated on this form: field d4 for lot number has been updated to "6739711". Field d4 for serial number has been updated to (B)(6). Since left side device was received, it is assumed that the left side device was deflated. Follow-ups have been completed for confirmation without any response. If any additional information or clarification is received in the future, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 27, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 625cc breast implant had a crease/fold extended from the anterior to the posterior view. In addition, a tear was identified within the crease/fold on the posterior view, measuring approximately 0.7 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 22, 2022, mentor became aware that the patient received saline breast implant as replacement device on (B)(6) 2022. On april 25, 2022, mentor was made aware that the patient underwent bilateral explantation and replacement with catalog number 3501695 on (B)(6) 2022.. Manufacturer¿s reference number: (B)(4).